Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the sensor failed overnight the same day it was inserted in the abdomen, causing the connected insulet omnipod5 pump to operate in limited mode and stop adjusting insulin doses based on device readings. As a result, the patient woke up with vomiting and blood glucose levels exceeding 500 mg/dl and ketones measured at 81 mg/dl, prompting a visit to the emergency room. The mother took the child to hospital where he was diagnosed as being in pre-diabetic ketoacidosis (pre-dka) and he received fluids and insulin. He was discharged within the day. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.